Manufacturer narrative:
There are multiple factors that can contribute to docking issues including: patient movement, patient anatomy, loss of suction and user technique. An incomplete side cut may result from many different reasons; patient movement, loss of suction, physiology of the eye. In addition, a system-related issue was identified that could potentially contribute or cause an incomplete side cut. A software upgrade (2.30c) has been planned to minimize the frequency of potential incomplete side cuts caused by the identified system issue. Although the system-related issue has been identified as a possible cause or contributing factor to incomplete side cuts or side cut tags, it cannot be determined conclusively whether the system issue contributed to this reported event. The tear was observed during manual completion of the flap incision with a blade. Therefore, it cannot be determined whether the system caused or contributed to the event. There were no technical services requested or performed for the event post operatively. Based on assessment, the product met specifications at the time of release. Based on the information obtained, the root cause of the reported event cannot be determined conclusively. (B)(4).

Manufacturer narrative:
Based on assessment, the product met specifications at the time of release. (B)(4).

Event description:
Upon follow up, patient is reported to be doing fine.

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A doctor reported an incomplete side cut and a thin flap in a patient's right eye during a corneal flap procedure. Flap thickness settings were changed to 140 to 150 microns prior to the start of this case. When the surgeon went to lift the flap, the right eye had an area from the 7-9:00 o'clock position that was not completed on the sidecut and also from 1-5:00 o'clock position. The surgeon was able to complete with a crescent blade and treat with the excimer laser. The flap thickness on the right eye was 100 microns according to the pachometry readings . There are two related reports for this patient. This report addresses the patient's right eye, and another manufacturer report will be filed for the fellow eye.